Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain and swelling in the right testicle, as the pump has adhered to it. In addition, it was noted that the patient cannot reach the deflate button of the pump due to its positioning. A revision surgery was suggested but has not been scheduled yet. No additional information was reported.